Event description:
This system was returned without oos documentation from biotronik representative. Per biotronik patient tracking, this system was removed at the patient's request due to discomfort. There are no complaints associated with this device. There are no adverse events reported for this patient. Linox sd 65/16, MDR 1028232-2009-00350.